Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event consisting of five shocks. Rapid atrial fibrillation contributed to the false detection. The pt reportedly does not remember being treated or hearing the alarms. The pt reportedly took pain medication because he was experiencing spasms. The response buttons were not pressed during the entire event. The pt visited the hosp and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Explanation of device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: electrode belt (B)(4): (B)(6) 2013. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg